Event description:
It was reported that the ball tip was broken off of the ortho grip knee pointer after it was dropped on the ground during testing at the user facility. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Event description:
It was reported that the ball tip was broken off of the ortho grip knee pointer after it was dropped on the ground during testing at the user facility. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Manufacturer narrative:
It was reported that the device was dropped during handling and the ball tip broke off upon ground impact. Based on the nature of the reported event and the information received during the follow up, the event was caused by use error.